Manufacturer narrative:
(B)(4). The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 66 mg/dl, 150 mg/dl, 19 mg/dl, and 105 mg/dl within 10 mins. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reports squeezing the test site excessively to obtain a sample. There was no report of death, serious injury or mistreatment associated with this event.